Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause was identified as with the force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
The customer reported a flogard pump reported that the equipment presented the alarm f-38. No patient involvement, injury or medical intervention were reported when this event was received. Additional information is not expected at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.